Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31491425l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation with a qdot micro catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The patient's pulmonary veins were isolated as usual. When checking the isolation of the veins, the blood pressure started to drop. Transthoracic echocardiogram check was done, and pericardial effusion and tamponade were found. Pericardiocentesis was performed and hemodynamics improved. The patient fully recovered, however required extended hospitalization and monitoring of condition in the intensive care unit until the next day. The physician's opinion on the cause of the adverse event was that it was the procedure. Two transseptal approaches were done. Ablation was performed prior to noting the cardiac tamponade. No evidence of steam pop.